Event description:
Sorin group deutschland received a report that the scp started to smell and produce smoke during a procedure.

Manufacturer narrative:
Pt info was not provided. Sorin group (B)(4) manufactures the scp. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the scp started to smell and produce smoke during a procedure. There was no report of pt injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.